Event description:
Analysis was completed on a returned generator returned for a high lead impedance event previously reported via MDR #1644487-2010-01631. Visual examination showed that the header was detached from the can. A window was cut into the pulse generator can to gain access to the feed-thru connections on the substrate (which bypasses the feed-thru capacitors). Bench test connectors were clipped onto the negative and positive feed-thru wires, at the substrate, so further analysis could be performed. A comprehensive automated electrical evaluation showed that the pulse generator did not perform according to functional specifications, which was expected due to the detached header. Based on the sem analysis, the surface of the positive feed-thru wire shows a reverse bending fatigue fracture (from a front and back motion) and the front omega anchor tab shows a fatigue fracture. Although anomalies in the header area of this generator most likely contributed to the allegations, a root cause for the observed condition cannot be determined. Follow-up with the surgeon's office revealed the patient had not manipulated the vns or had any trauma. It was felt the header detachment may have occurred after explant.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.